Manufacturer narrative:
(B)(4). Customer stated replacement battery resolved the issue and unit has been placed back into service.

Event description:
It has been reported that the device is failing self-test.